Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the system. The symptoms could not be replicated while performing an imaging system check-out, so the logs were reviewed. The medtronic representative, deduced from the errors in the logs that the system control board assembly and y-drive assembly required replacement because the motion would stop intermittently. The logs also revealed there was an error of the y drive encoder failure. A part shipment was placed for a system control board assembly and y-drive assembly. After parts replacement, the medtronic representative performed an imaging system check-out, all areas passed. Issue resolved. System performed as intended. Return requested. Replacement control assy shipped to site (B)(6) 2016. Medtronic investigation of suspect control board, returned on (B)(6) 2016, is unable to confirm reported problem. Medtronic representative installed system control board in an alternate imaging system and the system readied and operated as expected. Peripherals, motion, 2d and 3d imaging were successful while under test. No problem found. Device found to be fully functional. Return requested. Replacement device shipped to site (B)(6) 2016. Suspect y-drive assembly returned to manufacturer for analysis on (B)(6) 2016. Investigation was unable to confirm reported complaint "unable to move gantry." Bench tested motor with test cart. Bench test passed. The motor functioned as normal. Unit failed visual inspection, play found in shaft from worn bearings. Mechanical failure.

Event description:
A site radiologic technologist reported that while in a spine procedure, they were unable to move the gantry on the site's image acquisition system. The pendant was initially showing a red x for motion and radiation but a green check for connection to the mobile view station (mvs). After re-booting twice they were able to attain all green check marks but the gantry still would not move. The surgeon discontinued use of the imaging system and chose to complete the procedure with an alternate system. The surgery was successfully completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Correction: device UDI now provided.